Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the encore device was returned out of its original tray. The device was inspected and excess of silicone in the barrel of the device was observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).

Event description:
It was reported that a foreign matter was observed in the device. An encore¿ 26 inflation device was selected for use. It was noted that there was fluid inside the tubing of the device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a foreign matter was observed in the device. An encore¿ 26 inflation device was selected for use. It was noted that there was fluid inside the tubing of the device. No patient complications were reported.